Manufacturer narrative:
Device malfunction occurred, but did not cause or contributed to a death or serious injury.

Event description:
Reporter indicated that his vns therapy programming software was upgraded to version 7.1, and subsequently his handheld computer was freezing up when he attempted to interrogate a patient's generator. Troubleshooting was administered via hard reset of the handheld, and subsequent interrogations were successful.